Manufacturer narrative:
(B)(4). User facility medwatch: mw5075940. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was implanted on (B)(6) 2017 in an (B)(6) year old pregnant female. The stent was explanted during a cystoscopy procedure performed on (B)(6) 2018 with the patient at (B)(6) weeks gestation, due to complaints of hematuria and flank pain. During the stent removal procedure, it was noticed that the upper and lower ends of polaris¿ ultra ureteral stent were calcified. The upper end of the stent was broken, and a fragment remained inside the patient. The stent was removed from the right ureteral side, and a new ureteral stent was successfully implanted on the right side. The broken fragment was left inside the patient, and will require removal post gestational delivery. The patient was reported to be stable post cystoscopy with right retrograde pyelogram. However, she was reported to have noticed blood in her urine, and experiences right sided flank pain when she needs to urinate. Reportedly, she passed a small stone. The patient "denies ctx, vb, lof, pree, uti sxs, +fm." She also had a fever with a temperature of 101f along with a dry cough and sore throat for 36 hours. No further information has been made available. Should additional relevant details become available; a supplemental report will be submitted.